Event description:
It was reported the patient was admitted for a high-risk percutaneous coronary intervention (pci) to the left main, left anterior descending and right coronary arteries and impella pre-pci was planned. The impella cp device was inserted, and the pump was started. A single access used for pci. After some time, the team noticed bleeding from peel away sheath. The sheath did not appear cracked; however, oozing was noted from where the sheath connects to the hub/orange wings. The physician elected to exchange the short peel-away sheath for a long peel-away sheath and resumed the pci. The patient was eventually weaned from the impella device, and the device was successfully explanted with a survival outcome.

Manufacturer narrative:
Patient- and product-specific information for respective sections: a4: weight, d4: lot number, UDI and expiration date and h4: manufacturer date information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. Device status: the impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This is one of two device reports associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The introducer sheath was returned. The clinical details state that after the pump was inserted and started, single access used for percutaneous cardiac insertion. After some time, the team noticed bleeding from peel away sheath. Sheath did not appear cracked, but it was oozing from where sheath connects to the peel away/orange hub. Md removed peel away to ensure hemostatic valve was working properly, but ooze persisted. Team opted to remove impella and replace short peel away with long peel away. No further issues with oozing, as it resolved with impella removal. The returned device had a visual crack on one side of the valve hub in the middle of the sheath. The characteristics of the sheath split as the crack didn't propagate from the top of the hub or below the hub which is where forces would be transferred to with a difficult insertion or patient condition related issue. The introducer was leak tested and fluid was able to leak out of the introducer hub at one side at around 59 mmhg. Oscor was unable to determine the cause of the crack, as a leak test was performed by qa 100% and the review of the DHR did not identify any manufacturing abnormalities. The valve leak - introducer was likely due to a material crack but it is unable to be traced more specifically.